Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of the high impedance had not been determined.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1jej2 ,product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that there were high impedances out of box. The lead was placed with impedance high on contact 2. The surgeon changed the twist lock cable and tested with an alligator clip but they were still high. They then replaced the lead and this resolved the issue. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product type: accessory, product ID: 3387s-40, lot# va1jej2, product type: lead. Analysis of the lead lot # va1jej2 found no anomaly. If information is provided in the future, a supplemental report will be issued.